Event description:
It was reported by repair work order that the brakes were not holding due to malfunctioned brake cams. It was also reported that the side rail could not remain latched due to a damaged top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.